Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss occurred on for transmitter with serial number (B)(6),however,transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. No data was provided for evaluation. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.